Event description:
The report received indicated that the patient had three stents implanted in his right coronary artery. After the procedure, yearly stress tests were conducted and in 2002, the results for his test were not favorable. Additional diagnostic tests were conducted and results identified "clogged stents". As a result, a second procedure was performed and radiation seeds were implanted. In addition, since 2006, he has been experiencing a persistent rash; the rash has not progressed and has been treated with creams and ointments. Further investigation indicated that the patient was not allergic to anything prior to the procedure; however, after the stent implantation the patient started developing allergies and could not even tolerate his medication, which included his beta-blockers.

Manufacturer narrative:
Three stents with the same catalog and lot number are associated in this event. The products are not available for evaluation, as it remains implanted; additional information has been requested and will be submitted within 30 days upon receipt.